Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record. Device history lot: part: 04.027.051s. Lot: l946481. Manufacturing site: bettlach. Release to warehouse date: 27.june 2018. Expiry date: 01.june 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the pfna blade in question. In (B)(6) 2019, the hospital confirmed that there was no problem. In (B)(6) 2019, the patient reported pain, and the hospital confirmed that the blade penetration had occurred. The patient underwent tha surgery on (B)(6) 2019. The lot number of the nail is ¿l613520¿, and the lot number of the locking screw is ¿3l36323¿. No further information is available. Concomitant devices reported: pfna-ii ø9 xs 125° l170 tan (part# 472.100s, lot# l613520, quantity# 1) lockscrew 5 l32 f/nails tan light green (part# 04.005.522s, lot# 3l36323, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).